Event description:
It was reported that the bd maxzero¿ needleless connector had flow issues during the infusion. The following information was provided by the initial reporter, translated from (B)(6): "the infusion was started using mz1001-zat, but the fluid dripped only drop by drop. When the other new mz1001-zat was used, the fluid flowed with no problem."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: one sample was received for investigation. Through visual inspection the failure was confirmed. The max zero was broken off from the rest of the set. There was still a piece of the maxzero stuck to the rest of the extension set. A device history record review was not performed as the lot number is "unknown" for this complaint. Root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ needleless connector had flow issues during the infusion. The following information was provided by the initial reporter, translated from japanese: "the infusion was started using mz1001-zat, but the fluid dripped only drop by drop. When the other new mz1001-zat was used, the fluid flowed with no problem."